Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter. After the procedure, the doctor noticed some charring above the electrode. The charring was above the electrode between the tip electrode 1 and 2 at the plastic ring separating the electrodes. No system errors occurred. No temperature or flow issues occurred either. The patient was anticoagulated with an act (activated clotting time) above 300 that was maintained throughout the case. Heparinized normal saline was used for irrigation. The char was deemed excessive per the physician's standards and determined that it could pose a risk. No patient consequences were noted or reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2-apr-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter. After the procedure, the doctor noticed some charring above the electrode. The charring was above the electrode between the tip electrode 1 and 2 at the plastic ring separating the electrodes. No system errors occurred. No temperature or flow issues occurred either. The patient was anticoagulated with an act (activated clotting time) above 300 that was maintained throughout the case. Heparinized normal saline was used for irigation. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis of the returned sample revealed no char residues in the tip section; however, according to the picture provided by the decontamination laboratory, char residues was observed located at the bottom of the dome in the transition between the dome and the first ring. An irrigation, temperature and impedance tests were performed and the results were found within specifications. No temperature, impedance or occluded holes were detected. A manufacturing record evaluation was performed for the finished device 31472748l number, and no internal actions related to the reported complaint condition were identified. The char issue reported was confirmed based on the picture provided by the decontamination laboratory. The potential cause of the char could be related to the usage of the device during the procedure; however, this can not be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).